Event description:
It has been reported to philips that the system took an extremely long time to start. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would take an extremely long time to start. Review of the system logfile showed frontal image processing computer (ippc) malfunction. As a part of repair activity, the fse replaced the ippc, operating system (os) disk, reinstalled the os application and replaced the image disk. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.